Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. Additionally, it was stated a "unable to write to event log" error was observed in the device error log. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a bipap a40 device. Additionally, it was stated a "unable to write to event log" error was observed in the device error log. There was no harm or injury reported. The device was returned to the manufacturer's product quality investigation lab for evaluation. The device error logs were reviewed and it was identified that the logs were not written correctly and had been cleared twice. The device was scrapped.